Manufacturer narrative:
An event of bleeding was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported on (B)(6) 2021, a 30mm sjm sã©guin semi-rigid annuloplasty ring was implanted. Post implant, abnormal rotem lab was noted. The patient was administrated prothrombin complex concentrate (ppsb). No information was provided to confirm if the ring is functioning as intended. The patient was reported to be in stable condition and since has been discharged. Crd_985 - arb pmcf; (B)(4).